Event description:
It was reported that the patient, who was involved in the (B)(4) clinical study, died approximately 11 months post implant of the implantable cardioverter defibrillator (ICD). A cause of death was requested and not received.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The patient's medical history was significant for spontaneous sustained ventricular tachycardia or ventricular fibrillation + structural heart disease: symptomatic, chagas disease, right branch block and anterior left branch hemiblock. The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).